Manufacturer narrative:
The reported event of premature battery depletion was confirmed. A longevity calculation was performed and found the battery depletion was premature based on device usage. Electrical testing revealed high current drain from the hybrid. Anomalous integrated circuit (ic) in the hybrid was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.